Manufacturer narrative:
Product event summary: image files were returned and analyzed. Two image files were returned from the field and showed a pulse field ablation catheter spiral array knotted, spiral array proximal arm and nitinol ball detached from catheter dual lumen, and visible entangled and broken electrode wires between the spiral array proximal arm and dual lumen. In conclusion, the reported issues of inverted and tangled array were observed in the image files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter was found to be invert ed. Entangled when attempting to insert it into the sheath. Attempts to untangle the catheter were unsuccessful, and the catheter broke under constraint when forced into the sheath. Despite the issue, the case was completed with pulsed field ablation. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image files and the pscc10 loop catheter with lot number 0012722903 were returned and analyzed. Two image files were returned from the field and showed a pulse field ablation catheter spiral array knotted, spiral array proximal arm and nitinol ball detached from catheter dual lumen, and visible entangled and broken electrode wires between the spiral array proximal arm and dual lumen. No anomalies were identified during external visual inspection of the shaft and handle segments. During the external visual inspection of the array segment, the following observations were made on the spiral array segment, an inverted array was observed, the exposed and one broken electrode wire were identified, the proximal end of the nitinol array wire was found dislodged from the dual lumen, and the array pebax tube was observed to be kinked. The pcba chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Electrical continuity test revealed an open loop on the electrode #3, 4, 6 wire. During microscope and x-ray inspection of the spiral array segment, an electrode wire(s)# 3, 6 was observed to be broken from the electrode. The brake in the shaft wire was identified as electrode #4 wire. In conclusion, the reported spiral array issues were confirmed through analysis. The loop catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.